Event description:
Complainant alleged that during monitoring of a patient in atrial fibrillation the device did not power up in appropriate mode and user was unable to obtain ECG signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.